Event description:
The surgeon reported that during a pump exchange procedure due to a driveline infection (reference manufacturer's medwatch # 0002916596-2012-00302), the outflow graft bend relief was found to be disengaged upon re-entry into the patient's chest. The patient was reportedly not symptomatic from the outflow graft bend relief disengagement.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.